Event description:
Autograft loss. Burn site included left arm, both hands, and back. Date of burn injury was 04/19/1999. Hosp admission date was 04/20/1999. Integra artificial skin was applied on left upper arm secondary to purulent drainage which was treated with topical sulfa solution. Silicone layer of integra was removed on 05/17/1999. Neodermis development was normal, investigator noted no signs of infection were present, and epidermal autograft proceeded. On 05/24/1999 100% loss of epidermal autograft on left arm was noted. Other sites showed no autograft loss. No wound cultures were performed on graft sites before or after integra, or autograft placement. Second autograft was performed on 05/27/1999. Event resolved.